Event description:
The device had a b30 error and static video on the screen.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. Corrected fields: b5, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: colored static image and white residue in air water channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of reported failure and colored static image was traced to an electrical component failure. The most probable cause of white residue in air water channel was not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had scope communication error. The event had occurred during inspection for use. There were no reports of patient involvement.